Event description:
Patient reports" high pressure" alert keeps going off when using this pump. Other pump functions fine. Patient refuses/unable to give me the serial number after I asked several times. No other information known. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.